Event description:
The customer reported unexplained high blood glucose. The customer experienced nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the customer to correct them. Instructed the customer to remove the cannula and it was not bent. The customer stated that the infusion set was discarded while staying at the hospital. Once his mother was added to (B)(4), she called and stated that the customer was admitted for non diabetes related issues, and his blood glucose went over 500mg/dl. The customer's glucose was treated with an insulin drip. The mother also stated that the customer had a cat scan, but the insulin pump was removed and taken to another room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.